Event description:
It was reported that the right atrium (ra) lead was removed due to medical judgement. The ra lead was returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the lead was returned to the manufacturer and analyzed. The insulation was distorted and inner tubing kinked/buckled. The lead was stretched and distal end/electrodes was covered in blood and had body tissue/fibrotic growth. The helix was distorted bent. The outer insulation had cosmetic depression. The lead conductor proximal had blood not obstructed. The lead insulation was breached with insulation depression and insulation cut; the inner insulation were distorted and kinked/buckled. Concomitant product: 6947 implantable tachy lead (B)(6) 2012. (B)(4).